Event description:
It was reported, the camera head had poor image quality. The issue was identified at the start of an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. In addition, the device evaluation found cable flooding, a flooded image capture, and flooding of the main body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon was caused by flooding of the image capture and cables. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the flooding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had poor image quality. There were no reports of patient harm.